Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the event was use error. The labeling instructs the patient how to properly disconnect and reconnect to the setup. There was no reported device malfunction therefore no further investigation will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) and a system error 2367 which occurred on the homechoice (hc) during drain 2. The technical service representative (tsr) explained the alarm. The home patient (hp) was not connected when the hc went into drain 2. After the hc alarmed, the hp reconnected. The tsr advised to end therapy and start over with new supplies. The hp would call her registered nurse in the morning. The tsr had the care giver (cg) cycle the power to get a system error 2367 and then again to get back to "press go to start." Proper procedures were reviewed. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.